Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and performed visual inspection and found 1 of 2 sensors with cannula broken, broken part found in adhesive patch on sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Sensors failed for no isig readings. Checked lab transmitter for proper use and operation using tool and transmitter passed per specification.

Event description:
Customer reported via phone call that the sensor alarmed a calibration error alarm. Customer's blood glucose was 28 mg/dl and sensor glucose was 109 mg/dl. After troubleshooting, customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.